Manufacturer narrative:
(B)(4).

Event description:
Perforation of the coronary artery occurred during laser atherectomy procedure. There was a question of whether or not a guide catheter dissection could also have contributed to the perforation. A definitive answer could not be made based on the x-ray images. Multiple wires and guides were used during the procedure. Physician stated he was unsure as to causative device. After bleeding was verified from the ostium of the lad, a covered stent graft was placed. Patient was placed on an abiomed impella ventricular assist device and admitted to the hospital. The patient was twice taken for surgical intervention related to femoral access for the impella device. The patient expired on (B)(6) 2016.